Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, and prime tests. The unit was received stuck in a motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The pump was unable to undergo the excessive no delivery and occlusion tests due to the motor error alarms. The following cosmetic damage was noted: cracked reservoir tube lip, minor scratches on the lcd window, and cracked case at a display window corner. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error while priming the pump after an infusion set change. The patient's blood glucose at the time of incident was 83 mg/dl. Troubleshooting was initiated for the motor error alarm and the customer was able to complete the rewind sequence. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.